Manufacturer narrative:
The rover was repaired by a field service technician and evaluation of the repair notes is anticipated. This report will be updated when the investigation requires.

Event description:
It was reported that the unit was smoking near the manifold. This was found at the beginning of the case and another rover was brought in to complete the procedure. There were no adverse consequences related to this event.